Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during an implant procedure in-clinic, the set screw detached and stuck to the hex wrench while screwing in the chronic right ventricular lead to the new device. A different device was used and implanted successfully. The patient was stable following the procedure.

Manufacturer narrative:
The reported field event of a stuck set screw was confirmed in the laboratory. Visual examination revealed the rv setscrew was stripped and the hexagonal edges of the returned torque driver were severely rounded. This behavior is consistent with procedural related damage due to high applied force. This resulted in difficulty loosening/tightening the set screw.